Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 3pm on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿471mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and took their usual dosage of 15 units of lantus at 4pm the same day. Following this, at 2am on (B)(6) 2017 the patient developed the symptom of ¿cold sweats¿. It is not known what treatment, if any, the patient took as a result of this symptom. At the time of troubleshooting the cca noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.